Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in moderately tortuous and moderately calcified middle left anterior descending artery (lad). A 10mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, there was difficulty crossing the balloon device due to calcification. After a while during maneuver, the balloon successfully crossed the lesion area. However, during third inflation at 12 atmospheres, the balloon ruptured. The device was simply removed from the patient's body. The procedure was completed with a different device used, and the patient was good post procedure.